Event description:
When injecting the contrast media to verify the position of the pigtail in the pelvis of the kidney, the physician found it was impossible to inject any contrast or saline through the catheter. Even after changing to a .018 wire, difficulty was still experienced during the attempt to straighten out the pigtail. When injecting saline with a 10ml syringe, the catheter ruptured while still within the pelvis. The pns catheter was changed without any complications. We were further advised that as the pns catheter had to be changed, it was necessary to place epidural cat for anastesiea prior to draw out the catheter through the subcutis.

Manufacturer narrative:
The device was returned in a used condition with the tubing separated approx 1.5cm from the hub and a balloon in the tubing that has ruptured approx 2cm from the distal stringing hole. Based on the info provided, this incident appears to have occurred as the result of excessive pressure during use. It should be stated this device was designed for low pressure drainage applications.